Manufacturer narrative:
Originally reported through the user facility that the o2 tank was getting caught on external equipment when the head end of the bed is raised or lowered. When the equipment does get caught, this movement allows for the potential of the tank to fall to the ground. This external equipment should be moved prior to bed movement to avoid this issue. A field technician is being sent to the account to obtain add'l info.

Event description:
It has been reported when the 02 tank holder is on the bed and in the holder, it can move, can come up and out of the holder easy. The holder reportedly got caught on something, the holder came up and out of the bed and the tank came out and fell on the floor. No adverse consequence reported.